Event description:
It was reported that episodes of noise were noted via remote transmission. Patient received inappropriate atp therapy. Insulation anomaly was noted. The lead was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.